Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.0/+2.0/094 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged with a smaller lens due to excessive vault. The problem was resolved. The cause of the event is listed as user error.